Event description:
The user facility reported a 75 year old male on an impella cp for mechanical circulatory support. It was reported that during insertion, everything except the motor was able to pass through the stents in the iliacs. After multiple attempts the impella was aborted for the case. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition.